Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission showed multiple noise reversions. Patient received inappropriate atp therapy. Myopotential oversensing or emi was suspected. Patient will be scheduled for in-clinic device check for further assessment.